Event description:
Revision knee surgery performed due to poly wear and piting on the articulating surface of the subject tibial insert component as well as shearing off of a patella compnents u.h.m.w.p.e. Pegs, catalog number 86-4113.mfg report no. 1219655-1997-00045.

Manufacturer narrative:
H3, h6 - non-destructive visual evaluation was performed on the tibial insert component. The articulating surfaces of both condyles of the insert showed areas of pitting, scratching, burnishing, and amber discoloration. The inferior side of the insert had burnishing over most of the surface. There were no apparent material or mfg defects noted on the component.